Event description:
Megan yntema reported experiencing error 20a with nearly every cartridge used over the past two weeks, leading to significant loss of insulin, money, and sleep. There was no reported impact to the customer's blood glucose level. Megan inquired if a replacement pump was necessary to prevent further issues.